Event description:
Customer's family member reports receiving readings from the freestyle flash meter that are higher than how the customer feels. Family member reports that they were feeling fine before going to bed and their reading was 80mg/dl. Customer woke up screaming and went into a seizure. Family member tested and received a reading of 71 mg/dl. Family member provided them with juice and a sandwich and the paramedics were called. Paramedics arrived within 5 minutes and obtained a reading of 41mg/dl. Paramedics treated the customer with dextrose and two bottles of sugar water. Another freestyle flash reading was taken after this treatment at 480 mg/dl, which was too high.